Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to change his infusion set and he received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 385 mg/dl. Customer gave a bolus with the pump. Customer stated that he pushed the piston to match his reservoir and used the pump for a quick fix. Customer was advised to disconnect from the pump. Customer does not have a back-up plan. Customer stated that he will borrow his grandmother's pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.